Event description:
It was reported that shaft break occurred. Vascular access was obtained via radial artery. The 90% stenosed, 12 x 2.5, concentric, de novo target lesion was located in the non-tortuous and non-calcified left circumflex artery to obtuse marginal bifurcation. After crossing the lesion with a 3.5 non-bsc guide catheter and a non-bsc guidewire, pre-dilatation was performed with a 2.0 x 12 balloon catheter leaving 50% residual stenosis. Following pre-dilatation, a 16 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during deployment, the shaft was brittle and was broke approximately 50cm from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: 47.3. A promus premier ous mr 16 x 2.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break located at 57.3cm distal to the distal end of strain relief as well as multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: (B)(6).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via radial artery. The 90% stenosed, 12 x 2.5, concentric, de novo target lesion was located in the non-tortuous and non-calcified left circumflex artery to obtuse marginal bifurcation. After crossing the lesion with a 3.5 non-bsc guide catheter and a non-bsc guidewire, pre-dilatation was performed with a 2.0 x 12 balloon catheter leaving 50% residual stenosis. Following pre-dilatation, a 16 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during deployment, the shaft was brittle and was broke approximately 50cm from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.